Event description:
A reliant balloon was used in a patient as an accessory product during an endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. There was no calcification observed in the vessels. It was reported that the reliant balloon was inflated one time using a 20 ml syringe that contained 5ml contrast and 15ml saline solution. There was no pressure applied and the balloon was not manipulated and did not even touch the endurant 32x14x105 stent graft. The balloon was discarded by the user facility after the case. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (balloon burst); lack of information (unknown cause of balloon burst). Conclusion: lack of information (unknown cause of balloon burst).